Event description:
It was reported that a patient made a mistake (details not provided) causing a breach in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The patient experienced peritonitis manifested by abdominal pain and a hazy drain and was hospitalized on the same date. On an unreported date, the patient was treated with vancomycin (dose and route not provided). On an unreported date, the patient began retraining on proper aseptic technique. The peritonitis was resolving and the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.